Manufacturer narrative:
Upon inspection, the liko-certified service technician found the lift to be in proper working condition and could not recreate the fall during reenactment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the ez strapper, the q-link on the lift strap and the slingbar with quick release hook to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient was being transferred from the wheelchair to the bed when the quick release hook came out of the q-link on the lift strap, resulting in the patient dropping to the floor. There was no patient/user injury reported. The quick release hook and slingbar remained intact. The lift was located in room 102 at the account. This report was filed in our complaint handling system as complaint (B)(4).